Event description:
This is report 2 of 2. This is a report of a leak in the junction between the locking titanium adapter uv and the flash transfer sets that occurred while the patient was performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. As the locking titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted. (B)(4).